Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable is frayed at the proximal clevis hub. The clevis does not exhibit any wear and the frayed cable strands stick out at the wrist. The other cables at the wrist are not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken pitch cable could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that post a da vinci hysterectomy procedure, it was noted that the cable on the fenestrated bipolar forceps instrument was broken. There was no report that any piece(s) from the instrument fell into the patient during the procedure. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. On (B)(4) 2014, intuitive surgical, inc. (Isi) contacted the site's robotics coordinator regarding this complaint. According to the robotics coordinator, it was not observed during the surgical procedure that any piece(s) from the instrument broke off and fell into the patient and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining any fragment(s) from the instrument.